Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary: 7 samples were returned for investigation by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. The sets were successfully flushed. The customer complaint that from this batch/lot number some of the ports do not flush could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 7 ext set w/macrobore 2vps y-conn had flow issues during use. The following was reported by the initial reporter: "it was reported that from this batch/lot number some of the ports do not flush. Verbatim: "can you send us the shipping label so we can send the remaining affected back to you as we discussed at our last meeting? I will send you the info for the tubing later today." "17 unopened packages (B)(6), 18 opened packages (B)(6), 7 unknown lot this is what was received. "

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that 7 ext set w/macrobore 2vps y-conn had flow issues during use. The following was reported by the initial reporter: "it was reported that from this batch/lot number some of the ports do not flush. Verbatim: "can you send us the shipping label so we can send the remaining affected back to you as we discussed at our last meeting? I will send you the info for the tubing later today." "17 unopened packages 20106516, 18 opened packages 20106516, 7 unknown lot this is what was received. ""